Event description:
A user facility called on (B)(6) 2014 and requested return of device due to "battery not charging customer thinks something is wrong with the board". There was no patient involvement, and the incident did not result in a delay of treatment. The device was evaluated on 04/23/2014 and it was noted that the wires going from the pbc board to the switch were connected incorrectly which caused a blown fuse. Initial review of the complaint deemed the incident as not reportable because the failure mode was not considered to be likely to cause a serious injury or death should it recur. An external review of the complaint and the risk management documentation identified this complaint as reportable based on our risk assessment which classifies the severity of "no vacuum in battery mode" as "complete loss of performance, may result in permanent impairment or serious injury or death." Device was tested prior to release on 01/17/2013. If wires had been connected incorrectly the fuse would have blown in house and not functioned during final release testing. This device was in the field for 13 months prior to reported failure. We are obtaining further clinical assessment of the risk of this failure mode as well as evaluating the risk management documentation and will provide follow up to this report once the assessment is completed.

Manufacturer narrative:
This is a follow up to report submitted on 02/24/2016: clinical assessment of the failure mode "battery not charging" has been obtained and it has been determined that this occurence does not represent a reportable malfunction due to no evidence existing to reasonably suggest that the malfunction would be likely to cause or contribute to death or serious injury if it were to recur.

Event description:
This is a follow up to report submitted on 02/24/2016: clinical assessment of the failure mode "battery not charging" has been obtained and it has been determined that this occurence does not represent a reportable malfunction due to no evidence existing to reasonably suggest that the malfunction would be likely to cause or contribute to death or serious injury if it were to recur.